Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test and self test. All operating currents are within specification. Off no power alarm functions properly. No unexpected weak battery alarm noted. The low reservoir alarm functions properly. The insulin pump was programmed with several boluses and monitored; the insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. All boluses delivered properly and were listed in the bolus history screen; then was programmed with multiple basal profiles and monitored all basal profiles delivered properly their indicated amounts and were verified in the daily total screen, no delivery anomaly or history anomaly noted however, the insulin pump was received with minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer initially called to report being hospitalized on (B)(6) 2015 with low blood glucose of 120 mg/dl. Blood glucose the morning of the call was 330 mg/dl. During troubleshooting, the customer reported the insulin pump passed the displacement test, it was not exposed to magnetic fields, no error alarms were found in the history and programming was accurate but it failed the high pressure test as it alarmed no delivery at 5.1 units. The customer did not have another set to repeat the high pressure test and would be calling back. The insulin pump was not replaced.